Manufacturer narrative:
It was reported that approximately 2 months after an initial bunion surgery on (B)(6) 2023, the patient felt a pop and experienced pain. A non-union and fractured second metatarsal were discovered via a radiographic image from a post-op follow-up. The patient underwent an open reduction and internal fixation to correct the fracture. There were no deficiencies or malfunctions alleged/found with any tmc device and no other patient outcomes were reported as a result of this event. Additional information indicates the patient had poor bone quality. No devices were returned for evaluation. The device history records were reviewed and no issues were identified during the manufacture and release of the devices that could have contributed to what was reported. Although a number of factors could have contributed to what was reported, the most likely cause of the reported event is poor bone quality. The company will supplement this MDR as necessary and appropriate. Additional tmc devices explanted in the same revision surgery were reported in 3011623994-2024-00192.

Event description:
It was reported that approximately 2 months after an initial bunion surgery on (B)(6) 2023, the patient felt a pop and experienced pain. A non-union and fractured second metatarsal were discovered via a radiographic image from a post-op follow-up. The patient underwent an open reduction and internal fixation to correct the fracture. There were no deficiencies or malfunctions alleged/found with any tmc device and no other patient outcomes were reported as a result of this event.